Event description:
Procedure performed: urology case. Event description: rep was not present for the case. When inserting something into the cannula the entire black seal came off and fell into the patient. It was noticed and removed immediately. There was no patient injury. Product not available for return. It was disposed of after the procedure. Additional information was received via email on 24aug2021 from applied medical representative: rep spoke to the customer and both are unsure how the case was completed or what was being inserted into the trocar. Type of intervention: the surgeon immediately removed the seal. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: urology case. Event description: rep was not present for the case. When inserting something into the cannula the entire black seal came off and fell into the patient. It was noticed and removed immediately. There was no patient injury. Product not available for return. It was disposed of after the procedure. Additional information was received via email on 24aug2021 from applied medical representative: rep spoke to the customer and both are unsure how the case was completed or what was being inserted into the trocar. Type of intervention: the surgeon immediately removed the seal. Patient status: no patient injury.